Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported the patient¿s programmer training was ineffective due to the effects of anesthesia. The patient had a loss of therapeutic effect. An hour after the trial implant, the patient did void. Afterwards, the patient did not urinate for three days and had to catheterize. They left stimulation on, even with the bag. The patient was not currently using the bag. The patient increased stimulation to a comfortable level. Nine days later, the patient did not feel stimulation. The system was ok, but x-rays confirmed the lead had shifted. The lead was repositioned. Stimulation was increased and the patient had been able to void.